Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarters support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. Review of the data suggests the presence of gel or fibrin impacted the integrated multisensor technology (imt) dilution and mix of the sample prior to processing through the imt. The cause of the discordant, falsely low na, k and cl results is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.